Event description:
It was reported through stryker facebook page: "I had a stryker knee replacement in 2005, 18 years later and doing great,I had a poly exchange on it in march, cut open on same scar,23 staples in case he had to replace whole thing but all was good except resin piece under patella. Back working 2 weeks later. Stryker is the best and my surgeon was the best."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.